Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading with the adc device compared to how they felt and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms of feeling "very thirsty, had to go to the toilet frequently," and was able to provide self-treatment by eating jam with two insulin injections (unspecified dose). No third-party intervention was reported for this issue. There was no report of death or permanent impairment associated with this event.